Manufacturer narrative:
Lot number hae191 was also returned with this complaint. Samples of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum "usp" requirements. A product inquiry records review was conducted and there have been no other inquiries of any type rec'd involving these lot numbers.

Event description:
International affiliate reports that suture breaks while performing ties. There are no reported adverse consequences to the patient related to this event.